Event description:
"During the injection 2 syringes of zyplast have shown the needles gone out." Neither the pt nor the practitioner were impacted. This event is being reported due to the possibility of injury with future occurrence.